Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (date of procedure unknown). According to the complainant, the patient experienced pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, additional surgery, and other injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.